Event description:
New information received indicated that the patient was in stable condition with no adverse health consequences prior to, during, and post-procedure.

Event description:
Related manufacturer reference number: 2938836-2020-07479.

Event description:
New information received indicated that the right atrial lead was capped and replaced on (B)(6) 2020 due to oversensing noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial lead. The ra lead will be monitored. The patient was asymptomatic and in stable condition.